Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a33 alarm or prime/fill anomaly due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, loose/protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was normal. The troubleshooting was performed for prime rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.